Event description:
It was reported that the patient experienced two ventricular fibrillation (vf) episodes which were triggered by ventricular sense response (vsr) pacing with delayed conduction from the implantable cardioverter defibrillator (ICD) device. The vsr was programmed off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7120, st jude competitor lead, implanted (B)(6) 2011. (B)(4).